Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 40 mg/dl and at the time of incident blood glucose was 300 mg/dl, current value is 361 mg/dl. The customer had nausea due to high blood glucose. The customer reported that they received insulin flow blocked alarm and event was resolved by infusion change. The insulin pump will be returned for analysis.